Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter allegedly has 3 separate fractures. The device was implanted 3 years ago at another facility. The device was removed and a new device placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport with 8 fr groshong catheter was returned for evaluation. Partial circumferential breaks identified 7.2cm and 7.6cm distal to the cath-lock, and a complex rupture was identified from 7.6 cm to 8.8cm with distinct circumferential splits at 8.1 and 8.8 cm. The multiple rounded split on the same side of the catheter is typical of flexural fatigue, therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter allegedly has three separate fractures; reportedly, the device was implanted three years ago at another facility. The device was removed and a new device placed. There was no reported patient injury.